Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer called and reported the keys on the insulin pump were sticking and unresponsive. Customer's blood glucose was 4.3 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.